Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a soundstar. Deflection issue. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 21-mar-2025. The curve was not straightening by itself when releasing the locking mechanism. It was not possible at all to return it to its neutral position. The deflection issue was originally considered non-reportable, however, bwi became aware on (B)(6) 2025 that the curve was not straightening by itself when releasing the locking mechanism and it was not possible at all to return it to its neutral position and have reassessed it too reportable. The awareness date for this record is (B)(6)2025.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 10-apr-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a soundstar. Deflection issue. During the procedure, the catheter was unable to deflect or relax completely. Additional information was received. The curve was not straightening by itself when releasing the locking mechanism. It was not possible at all to return it to its neutral position. The device evaluation was completed on 08-oct-2025. The device was returned for evaluation. Visual inspection and deflection test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed several bents on the shaft of the device. A deflection test was performed, and the device was deflecting within specifications; however, the locking knob required additional force to operate, but the functionality was confirmed to be normal. The device was dissected and inspected, and stress marks were observed on the neoprene washer. Dimensional measurement was performed on the washer, and it was thicker than usual but remained within defined manufacturing specifications at the time. A device history record evaluation was performed for the finished device lot number and no internal action was found during the review. The deflection issue reported by the customer was confirmed as the stiffness on the locking knob could be related to the reported issue. The potential cause of the stiffness could be related to the thickness of the neoprene washer. The instructions for use (IFU) contain the following information rotate the steering knobs. The steering function should be smooth. The catheter tip should flex in a corresponding direction. The bent issue observed during the analysis is unrelated to the issue reported by the customer. The potential cause to the handling of the device after the procedure; however, this cannot be conclusively determined. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: washer (g04138) were selected as related to the customer¿s reported ¿deflection¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿several bents on the shaft¿. Investigation findings: stiffness problem identified (c0705) / investigation conclusions: cause traced to manufacturing (d03) / component code: washer (g04138) were selected as related to the customer¿s reported ¿deflection¿ issue. In addition, biosense webster inc. Analysis finding of the ¿potential cause of the stiffness on the locking knob is the thickness of the neoprene washer¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).